Manufacturer narrative:
Product complaint # ==> (B)(4). Complaint event description was revisited, on 3/14/2019, as a previous discussion involving medical safety officers determined that any consequence of the fusion process is due to the altered biomechanics from the fusion, not the instrumentation used to accomplish the fusion. The complaint is no longer reportable as the adjacent segment disease is not related to the instrumentation used to accomplish fusion. One (1) 5.5 ti cortical fix 8x45mm was received by the customer quality unit. Visual examination of the screw revealed significant wear with superficial indentation marks. The top part of the shank and the threads on the screw head displays apparent damage consistent with tool marks inflicted during screw removal. It was noted that the second half of the quick connect ploy screwdriver¿s tip was lodged inside the drive feature of the screw. No other anomalies were identified during device evaluation. Device history record review did not find anything that could have caused or contributed to the reported issue. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review. A root cause analysis is not required as no product problem has been identified in this complaint file, thus this reported event reports of an adverse event without an allegation of a device malfunction. As no issues could be identified in the manufacturing or release of this product that could have contributed to the problem reported. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention in the form of revision surgery. (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plif surgery was performed on unknown date (about a year ago) to fix l4 with 7mm screw (p/n and lot number were unknown). After about a year from primary surgery, the patient¿s got adjacent segmental diseases. Thus, the revision surgery was performed on (B)(6) 2017 to replace 7mm screw to 8mm screw. No further information was provided by the hospital.